Manufacturer narrative:
This report summarizes 1 event of valve re-intervention death event for the sapien 3 transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 366. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Intra-procedural aortic valve re-intervention will typically result from valve malposition or regurgitation (pvl or central, including leaflet restriction). These conditions are known potential risks associated with the use of the thv, delivery system, and/or accessories. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, specific procedural details are not available to determine potential contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for (B)(6) 2020 data extract for aortic death for the sapien 3 valve. This report summarizes 1 valve re-intervention death event for the sapien 3 transcatheter heart valve in the aortic position for (B)(6) 2020. The age range for these events is 79 years. The breakdown for gender is as follows: 1 male. (B)(6) 2020 data extract includes data provided by acc for q3 2020 ((B)(6)).

Manufacturer narrative:
Corrected information: section h10: narrative text. This report summarizes 1 event of valve re-intervention death event for the sapien 3 transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 380. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: 00690103194005, 00690103194340, 00690103194357 and 00690103194364.